Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient¿s ins was overdischarged. The rep reported that patient noncompliance led to the overdischarge. The rep reported that the battery was jump started. Additional information received from the rep reported that the patient was back up and running. The rep reported that the patient was instructed on how to recharge and would try programs. The rep reported that the patient would call back if additional reprogramming was needed. Additional information was then received from the patient and the rep. It was reported that the stimulation was dead again as the patient would not recharge. The patient stated that the stimulation was not helping the pain and the patient did not like it. The rep offered to try and reprogram but the patient refused to charge. The patient wanted the ins explanted.